Manufacturer narrative:
G4: 11sep2020, b4: 11sep2020 . The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated he was going to try to swap out the power management printed circuit board assembly (pm pcba) with a spare to see if that resolves the issue. If not, the rse provided the customer with the part information for the unser interface pcba which could also be an issue. The customer stated they will return a call to philips with resolution information. The customer followed up with the rse on (B)(6) 2020 and stated the replacement of the user interface pcba resolved the reported issue. The customer confirmed via good faith effort on (B)(6) 2020 that replacement of the user interface (ui) assembly resolved the issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08sep2020.

Event description:
It was reported to philips that the device was turning on and shutting down by itself. The device was not in clinical use at the time of the event. There was no report of patient or use harm. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated he was going to try to swap out the pm pcba with a spare to see if that resolves the issue. If not, the rse provided the customer with the part information for the unser interface pcba which could also be an issue. The customer stated they will return a call to philips with resolution information.

Manufacturer narrative:
G4: 15sep2020 b4: (B)(6)2020 h11: b5: it was reported to philips that the device was turning on and would not turn off. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.